Event description:
It was reported that the patient blacked out and experienced atrial flutter. An ECG revealed loss of capture. Autocapture was noted to be on and was turned off and the device was reprogrammed. The lead parameters were tested and found to be normal. The patient would be seen in 3 months.

Event description:
New information on (B)(6) 2014 indicates the patient presented to the hospital feeling dizzy. The device exhibited intermittent capture and was reprogrammed. The patient would be monitored. The patients condition after the event was well and stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.